Event description:
It was reported that during use of the iab, flecks of blood were seen entering the helium tubing. The physician gave instructions to continue pumping for approximately 1 1/2 hours. The line was then clamped and the pump was stopped. The iab was left in place for ten hours. A second iab was placed in the opposite femoral and the first iab was removed. Pumping then resumed. The pt expired later of causes unrelated to this incident.